Event description:
Information was received from a health care professional (hcp) regarding a patient from canada who received bupivacaine 14.5 mg/ml at a dose of 7 mg/day and morphine 3 mg/ml at a dose of 1.47 mg/day. It was reported that on (B)(6) 2017 upon initial interrogation a motor stall was observed and active. The patient did not have a recent magnetic resonance imaging (MRI) scan. The patient just started hearing the alarm on (B)(6) 2017. Patient symptoms were not reported. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient experienced a loss of pain relief. Interrogation of the pump indicated the unresolved motor stall. The pump was replaced on (B)(6)2017. The cause of the motor stall was not determined. The pump would be returned for analysis. The manufacturer representative asked for shipping information. No further complications were reported/anticipated.

Manufacturer narrative:
Report corrected to a malfunction report. At this time there was no indication that a serious injury had occurred as a result of the alleged motor stall. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the motor stall was found on (B)(6) 2017. The pump was replaced on (B)(6) 2017. The explant date was previously reported in mfg. Report# 3007566237-2017-02653.